Event description:
I have been experiencing severe cramping since essure. My periods have become extremely heavy to the point where I cannot leave my house because I over fill pads in minutes. I started loosing my hair from the front of my head. I am constantly exhausted to where I have even fallen asleep while driving. The headaches have become an everyday thing and even though it does not have hormones, I have severe depression and mood swings.